Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 white stapler reload to perform failure analysis. The reload was found to have lodged staples wedged in between the reload in front of the exposed knife. Visual inspection confirms there are 3 lodged staple(s) ahead of the blade stopping point in the middle of the reload, which can prevent the blade from progressing through the full firing trajectory. There was also blade damage to the knife observed. Additional finding that related to the customer complaint: the reload was found to have the knife exposed within the knife track. The knife was exposed towards the middle of the returned reload. The probable root cause is attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. The reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. The probable root cause is attributed to loose staples from firing across staple lines or not having a full bundle of tissue between the jaws during use. This issue can be resolved by using an alternate reload to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 white stapler reload did not complete the firing sequence and stopped midway. The procedure was completed with no reported injury.